Event description:
The patient's family member called to report the incident. Family member stated that pt was very disoriented and fell while getting out of bed in the morning. Family member tested pt's blood glucose on the suspect device and obtained a result of 177mg/dl at 5:30am. Family member called the paramedics and they got a reading of 28mg/dl on their equipment at 5:50am. Pt was taken to the hospital where a lab test came back at 40mg/dl at 6:15am. Pt was then treated for low blood glucose and admitted to the hospital. The suspect device was replaced with new product and authorized for return to the MFR.